Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced persistent leakage in the endotracheal tube. An attempt to reposition the tube was performed but there was still leakage. Replacement of the device was required. When deflating the tube to remove from the patient, it was noticed the cuff was still inflated despite having incident of leakage. The device was replaced with size 8.5 endotracheal tube.